Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during the procedure the staples did not deploy. They tried to suture the rectum but that did not lead to a satisfactory anastomoses, so a stoma was made instead. Operation was extended 30 minutes or more due to the product problem and a stoma was done instead.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. There were no visual or functional abnormalities observed during the product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.